Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.2, lab: 3.3. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.3; 5.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.2, reference: 3.3, mean: 3.25, confidence limits: 1.9-4.6. Inratio precision data provided by end-user: 1st inr: 4.3, 2nd inr: 5.8, mean: 5.05, sd: 1.06, %cv: 21.00. Analysis of the customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Retained strip testing from a previous case revealed that results met precision criteria. Per complaint issue, patient has renal failure (acute kidney failure), leukemia and is on antibiotics. Patient's current health condition and medication may interfere with coagulation testing, as indicated in technical bulletin 101, 104 and product user guide. Patient also stopped lovenox a day before testing. It may take up to 48 hours for the medication to be out of the system. Per limitation guidelines, patients on heparin therapy should not use this product. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case for retained strip lot #225433. For each pair of replicates for each sample of strip lot 225433, mean and standard deviations were calculated. In-house test results were 2.79% and 5.04%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on in-house meters. No further action is required.